Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -7.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Intraoperatively the lens was removed due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).